Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient has not been seen since 2010 but reported having dyspaurenia. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.